Manufacturer narrative:
The customer shipped the device to the bench for evaluation and repair. The bench technician evaluated the device and confirmed the reported problem. The bench technician replaced the touch screen to address the reported problem. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the touch screen is intermittently responsive; the touch screen works for a time following calibration but re-submitted the biomed for re-calibration; there is no regular period between failures. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
The touchscreen assembly was returned to the manufacturer for failure investigation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was installed in a test ventilator in an attempt to duplicate the reported problem, and no failures were identified.